Event description:
It was reported that the pump was submerged into water resulting in the pump battery not charging. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.